Manufacturer narrative:
Therapy dates are estimated.

Event description:
Related manufacturer reference numbers: 1627487-2020-32349, 1627487-2020-32350. Additional information was received that surgical intervention occurred on (B)(6) 2020 to explant the leads.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted.